Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station server was down, inaccessible and had an error as occurred while processing your request. A technical support specialist (tss) tss was able to edit the patient under settings, patients, visits and orders, but the tss could no longer edit any of that data. Both patients were showing active orders and were auto discharged. The tss checked and confirmed the patient was admitted and verified the orders were crossed over to the server quickly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it was down, inaccessible and had an error as occurred while processing your request. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.